Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron radiation sterilized extension set was leaking at the connector that connects to an unspecified syringe; there was no allegation with the syringe. This was identified at the clinic during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was further inspected under stereoscope and an incomplete seal in the assembly between the connector and the tube was observed functional testing was performed and revealed a leak in the assembly between the connector and the tube. The reported condition was verified. The cause of the condition was determined to be an incomplete seal between the tube and the adapter. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.